Manufacturer narrative:
This is a single use device.

Manufacturer narrative:
A document and records review was performed on the reported lot. Documentation assessed includes: manufacturing, quality audit, production, raw material and device history records. This assessment found no anomalies that may have attributed to the reported issue; therefore the complaint could not be confirmed. The cause of the reported complaint could not be determined. Information from this incident will be included in our product complaint and MDR trend analysis.

Event description:
Consumer stated 2 tampons unraveled and fell apart when she was removing them, she stated she had to remove the tampon in pieces from her vagina, the string was attached and confident all pieces were removed.